Manufacturer narrative:
Standard disclaimer on file.

Event description:
Customer reported that the lld detection function sometimes does not perform correctly around sample dead volume with microcups. Customers have been notified to discontinue use of microcups.